Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 26-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving dilaudid (20mg/ml at 2.43664mg/day) via an implanted infusion pump. It was reported that when the doctor opened the patient, he saw that the pump catheter was quite worn and the pocket was nearly completely calcified. The device diagnosis was catheter occlusion. The catheter was explanted/replaced and the issue was resolved without sequelae on (B)(6) 2020. The etiology indicated that the event was unlikely related to the device/therapy and was not related to the implant procedure.